Event description:
Dealer states the crossbraces are bent. Consumer lent the chair to her sister who was over the weight limit. No injuries reported.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.